Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has experienced a loss or change of therapy. The patient was not feeling stimulation while therapy was not on. The therapy was turned on and it resolved the situation. There was no medical procedures/emi that could be related to this issue. There was no trauma/falls reported that could be related to this issue. It was reported that symptoms were not being helped. The change in therapy/symptoms was considered as sudden. The indications for use for this patient were gastrointestinal/pelvic floor. All required information were met for follow up. A follow-up report will be sent if additional information becomes available.